Event description:
A patient reports that he had staar surgical lenses of unknown model/size implanted in his eyes, and is having certain night vision complications except the haloes patient is seeing some blobs of light around light source which are present in the right eye (od). Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).